Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the lens was damaged and had a scratch on it. The initial procedure was completed on the same day and there was no patient impact. Additional information has been requested but no information is available at the time of this report.